Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. Approximately six months post deployment, patient experienced abdominal pain. CT scan revealed that the ivc filter strut penetrating the ivc wall. On an unspecified date, repeat CT scan revealed that the ivc filter was migrated with erosion. Another CT scan revealed that the ivc filter was tilted. Following year, CT angiogram revealed that the filter was 25 degree tilted with one of the medial tines extended into the lumen of the ivc wall. Two years followed by that; one of the legs protruding the abdominal aorta. The filter was retrieved successfully with no evidence of fracture. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall and filter migration. However, the investigation is unconfirmed for the filter limb detachment as the medical record says that "there was no evidence of fracture".based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the patient reportedly experienced abdominal pain. It was alleged that the filter detached, tilted, perforated and migrated to the ivc wall, aorta, psoas muscle, small bowel and right common iliac artery. The device was removed percutaneously. The current status of the patient is unknown.